Event description:
During setup for ivtm therapy, when the prime switch of the thermogard xp ivtm system (sn (B)(6)) was pressed, the roller pump wouldn't rotate. The customer used another thermogard console to start the treatment. The patient was ok.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(6)) was investigated at the customer site. The reported complaint that the pump rotor wouldn't rotate after pressing the prime switch was confirmed during functional testing. The root cause for the reported issue was the malfunctioning pump raceway assembly and input/output printed circuit board (I/o board), likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in december 2018 and is over 5 years old. The ivtm thermogard console failed functional testing as the prime switch was non-function and the roller pump wouldn't rotate, confirming the reported complaint. The pump raceway assembly and I/o board were replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard xp ivtm system with serial number (B)(6).